Event description:
It was reported that a brand new thoracic cutter was used in vats lobectomy case. After manipulating the lung tissue, the doctor access to the tissue and closed the closing trigger. When the doctor close the closing trigger, he felt it was difficult to close and heard a noisy crunch sound like the cutter was broken internally. So the doctor decided to use another brand new thoracic cutter to complete the case. At that time, the surgeon still felt the closing trigger was not functioning properly. After the surgeon closed the closing trigger, a noisy crunch sound still heard but this time the cutter was fired partially without touching the firing trigger. The surgeon found that these two cutter with the same feature that it was difficult to rotate the rotation knob and a noisy crunch sound was recognized after closing the closing trigger. The surgeon decided to open another device to finish the case, this time the first firing was functioned but the surgeon also felt that the cutter was not performed smoothly. For this reason, the surgeon consider to convert open to finish the case. One more observation is that the anvil part of all complained thoracic cutter was loosened.

Manufacturer narrative:
Date sent: 12/26/2007. Information anticipated, but unavailable at this time.